Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to field h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned and the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: -inspection of the instrument channel and forceps elevator "do not retrieve the stent through the instrument channel of the endoscope. A stent or piece(s) of a stent may stay in the instrument channel or the suction channel of the endoscope even after reprocessing. It may cause incomplete reprocessing, and pose an infection control risk, cause equipment damage, or reduce performance." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, a stent from a previous patient and procedure came out of the duodenovideoscope and into a patient during the standard medical procedure. The procedure was stopped and cancelled. The stent was retrieved from the patient. Additional procedural details were requested but not provided.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.